Manufacturer narrative:
The report refers to product code 8888568006 paracentesis tray with an unknown lot number. A device history record (DHR) review could not been performed since the lot number was not provided. No sample was provided, however a you-tube video was submitted and demonstrates an example of the reported condition. Since the product sample was not provided for evaluation the condition reported could not been confirmed. The root cause and corrective actions could not be identified. This complaint will be closed with no further action; if sample is received later on, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that there appears to be that that the spring-loaded self-sealing mechanism inside the catheter does not deploy correctly, leaving a channel between the peritoneal cavity and the outside environment rather than diverting 100% of the flow into the tubing attached to the collection bottle. Outside air is drawn in while body fluid leaks out through the open channel. Ascites fluid leaks following withdrawal of insertion needle from catheter hub due to failure of spring-loaded phalange to deploy properly, leaving open channel between outside environment and patient¿s peritoneum.